Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her lower back') in a female patient who had essure (batch no. 50534018) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in her fingers"), genital haemorrhage ("heavy bleeding"), skin disorder ("skin problems"), autoimmune disorder ("severe trouble from her auto-immune disease"), hypersensitivity ("allergic reactions"), alopecia ("hair loss") and onychoclasis ("brittle nails"). The patient was treated with surgery (two operations to remove the essure - fallopian tubes, uterus and cervix had to be removed). Essure was removed in 2018. At the time of the report, the back pain, paraesthesia, genital haemorrhage, skin disorder, autoimmune disorder, hypersensitivity, alopecia and onychoclasis had resolved. The reporter considered alopecia, autoimmune disorder, back pain, genital haemorrhage, hypersensitivity, onychoclasis, paraesthesia and skin disorder to be related to essure. The reporter commented: since the surgeries, she is doing better, her symptoms have disappeared. Lot number: 50534018, manufacturing date: 2010/07, expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: consumer name was updated to fullname, new reporter (lawyer) added, the outcome of the follow events pain in her lower back, tingling in her fingers, heavy bleeding, skin problems, severe trouble from her auto-immune disease, allergic reactions, hair loss, were updated from unknown to recovered / resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body materials have been removed') in a female patient who had essure (batch no. 50534018) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes, uterus and cervix removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50534018 manufacturing date: 2010/07 expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her lower back') in a female patient who had essure (batch no. 50534018) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in her fingers"), genital haemorrhage ("heavy bleeding"), skin disorder ("skin problems"), autoimmune disorder ("severe trouble from her auto-immune disease"), hypersensitivity ("allergic reactions"), alopecia ("hair loss") and onychoclasis ("brittle nails"). The patient was treated with surgery (two operations to remove the essure - fallopian tubes, uterus and cervix had to be removed). Essure was removed in 2018. At the time of the report, the back pain, paraesthesia, genital haemorrhage, skin disorder, autoimmune disorder, hypersensitivity, alopecia and onychoclasis had resolved. The reporter considered alopecia, autoimmune disorder, back pain, genital haemorrhage, hypersensitivity, onychoclasis, paraesthesia and skin disorder to be related to essure. The reporter commented: since the surgeries, she is doing better, her symptoms have disappeared. Lot number: 50534018. Manufacturing date: 2010/07. Expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: consumer name was updated to fullname, new reporter (lawyer) added, the outcome of the follow events pain in her lower back, tingling in her fingers, heavy bleeding, skin problems, severe trouble from her auto-immune disease, allergic reactions, hair loss, were updated from unknown to recovered / resolved. Amendment: due to internal review it was detected that last follow up was not received on 04-jan-2021 but on 24-sep-2020. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her lower back') in a female patient who had essure (batch no. 50534018) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in her fingers"), genital haemorrhage ("heavy bleeding"), skin disorder ("skin problems"), autoimmune disorder ("severe trouble from her auto-immune disease"), hypersensitivity ("allergic reactions"), alopecia ("hair loss") and onychoclasis ("brittle nails"). The patient was treated with surgery (two operations to remove the essure - fallopian tubes, uterus and cervix had to be removed). Essure was removed in 2018. At the time of the report, the back pain, paraesthesia, genital haemorrhage, skin disorder, autoimmune disorder, hypersensitivity, alopecia and onychoclasis outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, genital haemorrhage, hypersensitivity, onychoclasis, paraesthesia and skin disorder to be related to essure. The reporter commented: since the surgeries, she is doing better, her symptoms have disappeared. Lot number: 50534018 manufacturing date: 2010/07 expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: events tingling in her fingers, pain in her lower back, heavy bleeding, skin problems, severe trouble from her auto-immune disease, allergic reactions, hair loss and brittle nails added. Essure was removed in 2018. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body materials have been removed') in a female patient who had essure (batch no. 50534018) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes, uterus and cervix removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.